Event description:
It was reported that the button was hard to push to turn on and the cord often fell out while charging. There was no reported impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional corrective actions or follow-up were required.